Event description:
The patient came in reporting instability and the cause is unknown. The surgeon revised the femoral component and insert 3 years and 2 months after primary. The surgery was completed successfully. A higher semiconstrained insert, a revision femur, and a fluted extension stem have been implanted.

Manufacturer narrative:
Batch review performed on 10 march 2022: lot 183015: (B)(4) items manufactured and released on 18-jul-2018. Expiration date: 2023-07-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional device involved batch review performed on 10 march 2022: lot 183477: (B)(4) items manufactured and released on 28-jun-2018. Expiration date: 2023-06-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.